Event description:
Event: the vascular tech was attempting to adjust the monitor to view the screen more clearly. He pulled on the pins below the monitor. This released the monitor and vcr attached to the top of the monitor. The vcr & monitor crashed to the floor. No injuries occurred. Problem: the lable for the pins is not effective. The lable blends in." With the monitor - both are same color. Bright red warning lables near the pins may prevent this from re-occurring. Specific language would help.